Manufacturer narrative:
The condition of the device is consistent with normal use over time.

Event description:
Customer stated what appeared to be bearings came out of the attachment during cleaning.